Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one endo gia 45mm articulating medium/thick reload. Visual examination of the staple cartridge noted that the reload was pre-fired and engaged in interlock. Functional testing was completed with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Based on the evidence available the reported condition was confirmed. The root cause of the observed damage was misuse. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, an issue occurred during a lobectomy procedure. The surgeon pressed the green button, however could not squeeze the handle to fire the device. The cartridge on the stapler was replaced by a new cartridge and the firing was completed with no further problem. There was no injury or consequence to the patient.